Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer would not always start up. Analysis did note that the touch screen did not react to the stylus touch pen and the stylus assembly was changed out to resolve. It was further noted that the software was updated and that the programmer passed final testing. (B)(4).

Event description:
It was reported that the programmer would not start up sometimes. The programmer was returned for service. No patient complications have been reported as a result of this event.